Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID: 2134265-2011-02975, 2134265-2011-02977, 2134265-2011-02978, 2134265-2011-02979. It was reported that post a stenting treatment procedure, the patient experienced angina pectoris and underwent non-target vessel revascularization. The patient presented at the time of the index procedure due to stable angina (ccs class 3). Cardiac catheterization revealed 5 target lesions. The first was an 80% stenosed and 10mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. It was treated with predilation and deployment of a 3.0x24mm taxus liberte stent and post dilation. The second was a 60% stenosed and 12mm long lesion located in the distal rca with a reference vessel diameter of 3.0mm. It was treated with direct stent placement of a 2.75x20mm taxus liberte stent and post dilation. The third was a 70% stenosed and 32mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 2.75x38mm taxus liberte stent and post dilation. The fourth was a 50% stenosed and 15mm long lesion located in the mid lad with a reference vessel diameter of 2.5mm. This was treated with direct stent placement of a 3.0x20mm taxus liberte stent and post dilation. The fifth was a 90% stenosed and 10mm long lesion located in the first obtuse marginal (om1) coronary artery with a reference vessel diameter of 2.5mm. This was treated with predilation and deployment of a 2.5x16mm taxus liberte stent and post dilation. The final result for all the treated lesions was 0% residual stenosis. (B)(6) 2011: the patient was admitted due to angina pectoris and was treated with non target vessel revascularization. This event is considered resolved without residual effects. The patient was discharged 2 days later. It is the opinion of the physician that this event is related to the taxus liberte stents.

Event description:
It was further reported that during the index procedure, after the 3.0x24mm taxus liberte stent was placed in the mid right coronary artery, it made the distal lesion look somewhat worse because of the increase in size of the distal runoff - "distal step up of vessel diameter." This was treated with deployment of the 2.75x20mm taxus liberte stent overlapping the distal end of the previously placed 3.0x24mm taxus liberte stent. The entire segment was post dilated with a non-compliant balloon resulting in 0% residual stenosis. The patient was discharged 1 day following the index procedure on aspirin and prasugrel. At the time of the event, the patient was hospitalized with complaints of recurrent chest pain lasting for more than 20 minutes relieved with multiple sublingual nitroglycerine doses. An ECG performed the same day revealed normal sinus rhythm with st downsloping in 1 and avl; inverted t waves in lead v1 to v6; mild st elevation in leads iii and avf. A repeat ECG performed later the same day revealed st downsloping in 1 and avl; st elevation in inferior leads absent, less significant continued inverted t waves in leads v3 to v6. The next day, the patient was diagnosed with a non st elevation myocardial infarction. Cardiac catheterization revealed widely patent stents in the left anterior descending coronary artery with multiple areas of plaque. The stented portion of the mid left circumflex coronary artery was widely patent. There was subtotal stenosis in the proximal segment of the obtuse marginal coronary artery "partly because of the stent across the ostium." The stents in the right coronary artery were widely patent. The right posterior descending coronary artery (r-pda) had 80% stenosis. The ostial and proximal long atherosclerotic segment extended from the distal end of the patent stent. The r-pda was treated with balloon angioplasty and placement of a 2.5x18mm non-bsc drug eluting stent from the distal edge of the previously placed study stent covering the ostium of the pda. After stenting, due to cath lab equipment failure (non-bsc machines), the procedure ended. The patient was continued on integrilin and was brought back the next day to continue the procedure. Repeat angiography revealed an 80% focal atherosclerosis in the distal segment of the lad about 8-10mm proximal to the end of the stent and 50-60% long diffuse segment of atherosclerosis. By intravascular ultrasound, the lad stenosis measured more than 80% with intraluminal plaque build up and near hyperplasia within the stent. In the rca, the previous stents were again noted to be patent. The stent placed the previous day in the pda was patent. The distal lad was treated with placement of a 2.75x15mm non-bsc drug eluting stent resulting in an 80% reduction of stenosis. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).